Event description:
Information received from the field notes that during a routine follow-up, the device exhibited no magnet response, no telemetry and could not be interrogated. The patient was in sinus rhythm and had no complaints.